Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus'), device expulsion ('migration of essure device: uterus') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test" and device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("allergy: nickel diagnosed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain") and female sexual dysfunction ("apareunia,"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, allergy to metals, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, vaginal infection, migraine, nausea, weight increased, abdominal pain lower and female sexual dysfunction outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2007 as per pfs, (B)(6) 2007 as per summons. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received. Reporters information updated. Event:abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes, dysmenorrhea, dyspareunia,vaginal, infection migraines / headaches, migration of essure device: uterus,nausea, pregnancy (termination), device inffective, lower abdomen pain,weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus /dislodged essure') and device expulsion ('migration of essure device: uterus /dislodged essure') in an adult female patient who had essure (batch no. 620754, 624471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test" and device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced allergy to metals ("allergy: nickel diagnosed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), nausea ("nausea") and female sexual dysfunction ("apareunia,") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, allergy to metals, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, vaginal infection, migraine, nausea, weight increased, abdominal pain lower and female sexual dysfunction outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2007 as per pfs, (B)(6) 2007 as per summons. Discrepancy- removal date-(B)(6) 2013. In the left 5 coils were noted and in the right two coils were placed. Lot number: 620754 manufacturing date: 2006-09 expiration date: 2008-08 . Lot number: 624471 manufacturing date: 2007-04 expiration date: 2009-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation: uterus/dislodged essure') and device expulsion ('migration of essure device: uterus/dislodged essure'). In an adult female patient who had essure (batch no. 620754, 624471), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo this test". And device ineffective. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced allergy to metals ("allergy: nickel diagnosed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal"), migraine ("migraines/headaches"), nausea ("nausea") and female sexual dysfunction ("apareunia"). And was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, allergy to metals, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, vaginal infection, migraine, nausea, weight increased, abdominal pain lower and female sexual dysfunction outcome was unknown. And the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report, the patient's obstetric status was gravida 7, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2007 as per pfs. (B)(6)2007 as per summons. Discrepancy removal date: (B)(6) 2013. In the left 5 coils were noted, and in the right two coils were placed. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: lot no. Was added, reporter was added, discrepant information was added in rcc tab. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("allergy: nickel diagnosed"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation and allergy to metals outcome was unknown. The reporter considered allergy to metals and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs was received- event injury was updated to uterine perforation, new event allergy to metals, device monitoring procedure not performed, patient details were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.